Manufacturer narrative:
(B)(4). The customer's experience of an overinfusion of insulin was not confirmed. The pcu event log shows that the pump module was programmed at 10:46 am on (B)(6) 2013. The pump was programmed to run an infusion of insulin 100 units in 100 ml at a rate of 2.2 ml/hr and a vtbi of 100 ml. The device was then paused and powered off at 11:43 am. The amount that was recorded as being delivered was 2.08 ml. Visual inspection and functional testing found no issues or anomalies with the returned devices. Rate accuracy tests performed on the returned pump module alone and on the pump module with the returned disposable set both found the device to be delivering fluid within specification. The root cause of the customer's experience of an overinfusion of insulin was not identified. No fault was found with the returned pump module and disposable set and there were no programming errors found in the pcu event log.

Event description:
Customer reported the patient was started on an insulin drip at 2.2 ml/hr. The entire 100 ml bag infused in 1 hour. The pump read volume infused of 2.08 mls. The patient was given dextrose and is currently fine. The devices and tubing were sequestered. Biomed tested the devices with a new tubing set and they tested within specification. The hospital would like to send in the devices for further investigation. Customer stated that no additional patient or event information is available.